Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not received for evaluation, a root cause could not be determined. If the sample is received at a later date, the complaint will be updated. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-09-08.

Event description:
The customer reports the nurses experience leakage from the port cover while using it. Nurses had to secure tape to hold the port covers in place.